Manufacturer narrative:
E1 - phone number- (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device received a e315 scope error. The event occurred during a diagnostic colonoscopy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.